Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication. On approximately (B)(6) 2016, the patient was sent to the intensive care unit (ICU) following a pump stop. It was stated, "the alarm didn't ring to alert on that event." The pump was reprogrammed and restarted. There was no reported resolution. The pump remained implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, additional information was received from foreign regulatory/competent authority. It was reported that on (B)(6) 2016, the patient experienced withdrawal symptoms of baclofen (itching, pain). The "pump was emptied then filled, that was effective" and the withdrawal symptoms disappeared. Interventions/actions taken were reported as "pump was emptied then filled, that was effective". The patient was receiving baclofen (unknown dose and concentration). Surgical intervention was indicated on the report, but no specific details were provided. On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It reported the patient was im planted on (B)(6) 2013. They stated, "they the pump was emptied and the volume was exactly the right volume on the n'vision". After this, they filled the pump and the patient was "ok". It was stated, "no irm, the cause was not determine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device codes have been updated to include the following for this event; the previously reported device code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-oct-28, additional information was received from a foreign manufacturer representative (rep). It was reported the timeline of the event was; on (B)(6) 2016, the patient did not feel well "here"; on (B)(6) 2016, the patient consulted at the hospital; on (B)(6) 2016, the event was "notified to us"; on (B)(6) 2016, the rep reported the event. Clarification was requested pertaining to the "pump stop" or motor stall and it was reported, "the pump stopped herself", "the pump stopped and the critical alarm didn't used". The pump was reprogrammed and the pump restarted, so the patient was well and "came back at this home". The previously reported statement of "no irm" was clarified to mean "no MRI".